Event description:
It was reported by the customer that a pyxis medstation es system drawer was not open. Customer stated that there was a delay in patient care work flow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not open. A field service engineer replaced the controller board to resolve this issue. Performed preventative maintenance the system functioned as intended after field service engineer troubleshooted the device.